Event description:
It was reported that the customer had air bubbles in the reservoir. Customer stated that she is going to the hospital because she is not getting insulin. Customer stated that she was not receiving any alarms. Customer resorted to manual injections. Customer thinks that she has diabetic ketoacidosis. Customer thinks that the pump is working as designed but knows it is a reservoir issue. Customer's blood glucose level was 532 mg/dl. Customer has had air bubbles for about a year. Air bubbles are approximately 2 mm or twice the size of a champagne size bubble. Customer sees air in the tubing of her infusion set and will do a set change. Customer declined troubleshooting. Customer will monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.